Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 07aug2019. The product support engineer (pse) provided background info on a liquid crystal display and provided part number for replacement user interface. Pse replacement of the user interface. A user interface (ui) assembly was return for analysis. Root cause was due to the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports display is dim. There was no patient involvement.